Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was located in the mid right coronary artery. The physician had difficulty crossing the lesion. When the stent was withdrawn, it was noted that the stent was damaged. The procedure was completed using another of the same device. There were no complications and the patient condition is stated as good.

Manufacturer narrative:
Patient age in the (B)(6). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).